Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that half-sided monitor on the left side failed. Upon functional analysis fse found dual link signal converter was failed. Fse replaced dual link signal converter in the b cabinet and on flex vision. After replacement system was working fine. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the monitor was failed half sided on the left side. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that signal converter was defective. Philips has started an investigation of this complaint.